Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line clamp was closed and that the patient line extension was not properly primed prior to initiating the therapy. The technical service representative assisted the patient with ending therapy. The patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improper priming of the patient line extension and a closed patient line clamp are known causes of the reported problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide also instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the labels for the product families will be conducted. Should additional relevant information become available, a supplemental report will be submitted.